Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that buttons were stuck and not responding. Customer reported that button was pressed for more than 3 minutes. Customer's blood glucose was 269 mg/dl. Troubleshooting was performed for high blood glucose. Customer was advised that insulin pump would need to be replaced.